Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's wife reported via phone call that the customer was currently in the hospital. Customer was missing the part that holds the battery in the pump. Customer's blood sugar went up to 900 mg/dl the other day. Customer tried to put a new set up and it kept saying no delivery. Customer was hospitalized on (B)(6) 2015 with a blood glucose of 890 mg/dl. Customer also had diabetic ketoacidosis. Customer woke up on monday and was vomiting. Customer tried to bolus for his high blood glucose but nothing worked. Customer then received a no delivery alarm later in the day. Customer was given an IV insulin drip, insulin injections, fluids, and potassium. Customer was not wearing the pump at the time of the emergency room visit. Customer was off the pump on monday night, (B)(6) 2015. Customer is currently in the hospital. Customer was advised to do a complete set change as soon as possible. Customer did not have a battery in the pump and had lost the battery cap.